Manufacturer narrative:
Terumo has not received the actual device for eval; however, terumo is still investigating this issue, and will be submitted a f/u report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the surgical tech pulled the clear plastic from the edges and the plastic ripped across the opening and her hand touched the sterile packaging which contaminated the equipment. The product was changed out. There was no injury to the pt. The surgery was completed successfully.